Manufacturer narrative:
The field service engineer determined there as an issue with the electrode which he replaced. The customer ran qc. That was acceptable. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The cl electrode lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the cl electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample initially resulted in a cl value of 122.6 mmol/l. The sample was repeated due to a data flag on the initial sodium value. The sample was repeated, resulting in a value of 105.2 mmol/l. The repeat value was deemed correct.